Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826631 was returned for evaluation: device history record (DHR) - the product code 826631 with lot 7503674 sn a600801, conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor or connector. The catheter crimped 1.9 cm from distal tip, sticky residue along catheter body. Icp express: 492, microsensor detected and zeroed without any issues. The device passed electronic, noise and signal drift tests. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a sensor (ID 826631) was implanted on an unknown date. After placement, the sensor did not display values properly while measuring pressure in the ICU. Although the zero point was readjusted, a negative value continued to be displayed. The sensor remained responsive, as the readings changed when the bed angle was adjusted. Therefore, the sensor was removed on an unknown date. According to information provided, it is unclear whether the patient experienced any signs or symptoms related to the product issue. The status of the patient is unknown. It is also unknown if monitoring was discontinued due to a product issue or because it was no longer necessary.